Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5109745 / 5110735, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. It was stated that the patient was very skinny and the edge of the battery was eroding through the skin. Sign of oozing was noted. Infection was not device related and the physician believed that no proper care of implant was the cause. Antibiotics were prescribed. The patient underwent an explant procedure.